Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices were not communicating. A technical support specialist enabled all services and extract transform load (etl), verified that all messages were current and confirmed that the etl process was running without issues. Reports were generated correctly and are current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server, system network error and med stations were not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.